Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating that a non-invasive ventilator was used for non-invasive ventilation treatment. There was no problem in the self-test of startup, and the device was used normally on a patient. The device suddenly alarmed at 5:16 am on (B)(6) 2023 and showed blocked breathing pipeline. The nasal catheter was immediately replaced with a new ventilator after oxygen inhalation. The original pipeline could still be used normally. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. It was determined that the gas delivery system (gds) needs replaced. The manufacturer's product support engineer (pse) did not repair the unit. The hospital equipment department repaired the gas delivery system and restored the equipment to normal use to resolve the reported issue. No parts replaced. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.